Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was duplicated and attributed to a faulty ECG board. The ECG board was replaced to remedy the report. The defib recepticle cable was also replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.